Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to section d, suspect medical device. Field d6a, implant date. Correction to section d, suspect medical device. Field d6b, explant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported. Additional information was received indicating that this pacemaker reverted to safety mode. The patient was reported to be symptomatic due to the unipolar pacing. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for its analysis. Additional information regarding the explant date has been requested.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported. Additional information was received indicating that this pacemaker reverted to safety mode. The patient was reported to be symptomatic due to the unipolar pacing. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information regarding the explant date has been requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported. Additional information was received indicating that this pacemaker reverted to safety mode. The patient was reported to be symptomatic due to the unipolar pacing. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for its analysis. This device has been received for its analysis.